Manufacturer narrative:
Unknown taper. The device has not been returned. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. This event was captured in a literature article published in (B)(6) 2015. Follow up has been conducted with one of the authors to obtain additional information such as implanting/explanting physician, implant/treatment date, device serial number, patient information and to verify if the device could be returned for analysis. To date, apollo has not been able to obtain further information. Device labeling addresses the reported event as follow: precautions: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage, pouch torsion or patient non-compliance regarding choice and chewing of food. Nausea and vomiting may occur, particularly in the first few days after surgery and when the patient eats more than recommended. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting. Reoperation to reposition or remove the device may be required.

Event description:
Reported event from journal article titled: "multidetector CT imaging of bariatric surgical complications: a pictorial review", abdominal radiology. "Patient 11 months after surgery showing band slippage, resulting in an enlarged, contrast-filled gastric pouch." Unknown if treatment has occurred. Apollo's approach to compliance is to resolve all doubts in favor of reporting.